Event description:
Pt's relative reports that pt was taken to hosp ER with symptoms of vague confusion and flu-like symptoms two days after missing a scheduled refill, suspecting pump involvement. When the device status was checked with a pump programmer, it showed low reservoir alarm. The physician was unable to hear the alarm with a stethoscope. The pt was admitted to the hosp and treated for withdrawal symptoms, was refilled and recovered from the event. The device remains implanted, and no further info is available on this event.